Event description:
A customer contacted beckman coulter inc. (Bci) in regards to erroneous low sodium (na) results generated by the unicel dxc 600 pro synchron chemistry analyzer. The results were not reported out of the laboratory. The samples were repeated and higher results were obtained. Patient's treatment was not impacted.

Manufacturer narrative:
(B)(4). The device was received. Investigation is not yet complete. The second perclose proglide (12673-03/910136h) is being filed under a separate MFR#.

Manufacturer narrative:
(B)(4). Evaluation summary: evaluation of the returned device found that plunger, link, anterior cuff, and anterior needle were not returned. Without the return of these components, the scope of this investigation was limited. Inspection of the returned device revealed a link break at the posterior cuff during the plunger retraction. The link break while retracting the needle plunger directly resulted in a failure to retrieve the suture and could appear very similar to the reported cuff miss. Therefore, the reported product experience is confirmed. During testing, a proxy plunger was inserted and retracted successfully without any resistance that could contribute to a link break at the posterior cuff. Also, the whole suture was pulled from the device without any observable resistance that could result in a link break during plunger retraction. Based on the investigation findings, the root cause for the link broke at the posterior cuff could not be determined. The reported heavily calcified vessel and excessively scarred tissue could have been a contributing factor. No manufacturing or quality issue was detected. Review of the device history record for this lot did not produce any findings relevant to this report.

Event description:
It was reported that a physician trained in the use of the perclose proglide device attempted arteriotomy closure of the common femoral artery after an interventional procedure. Reportedly, a cuff miss occurred with the first and second proglide device. A non-abbott device was used to achieve hemostasis. There was no reported adverse patient sequela. Though requested, additional information was not provided.